Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use the cardiosave intra-aortic balloon pump (iabp) overheated. There was no patient harm reported.

Manufacturer narrative:
Updated fields: b4, d9(device available for eval), g2(add distributor), g3, g6, h2, h3, h4, h6(investigation type, investigation findings, component codes & investigation conclusions), h10, h11. Corrected fields: e1(initial reporter & event site telephone), g2(remove health professional). The distributor's engineer evaluated the iabp. This issue was reproducible before repairs. Engineer replaced the drive manifold and scroll compressor. The unit was returned to customer for clinical use. *initial reporter telephone:(B)(6) h3 other text : serviced by distributor.

Event description:
N/a.